Manufacturer narrative:
Reported event was confirmed by review of operative notes provided; no product was returned; patient was seen for pain and non-union. The distal locking screw was explanted and a bone growth stimulator, bone graft, and morphogenic protein 2 were implanted. Visual and dimensional evaluations could not be performed as no product was received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: set screw catalog 47249300000 lot 12772309. Lag screw catalog 47248510510 lot 2855436. Cmn femoral nail, ccd 130â°, right, ã¸ 11.5 mm, 40 cm catalog 47249340211 lot 2512621. Dbx putty 5cc catalog 038050 lot 005140377911180036. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial right hip intramedullary rod placement do to a sub-trochanteric fracture. Subsequently, the patient was revised due to atrophic non-union approximately six months later.